Event description:
The customer reported that the device was warming up. No patient involvement, delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician found the rotor assembly was damaged. Based on a review of previous similar events, a damaged rotor may cause or contribute to heat. The rotor assembly was replaced and the device passed the final inspection before it was returned.

Event description:
The customer reported that the device was warming up. No patient involvement, delay, medical intervention, or adverse consequences were reported.